Event description:
It was reported the patient presented for an initial implant procedure. During surgery, it was observed the new right ventricular lead failed to capture and the stylet was unable to be fully inserted. The lead was exchanged without issue. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event for failure to capture was not confirmed. Electrical and visual inspection of the lead found no anomalies. The reported event for difficulty to insert the stylet was confirmed. The stylet was obstructed by blood. The cause of the reported event for difficulty to insert the stylet was due to blood in the inner coil.